Event description:
According to the customer, her aunt was in the bed. The remote sparked when it was used to put the head up.

Manufacturer narrative:
According to the customer, her aunt was in the bed. The remote sparked when it was used to put the head up. The outlet sparked and the circuit breaker turned off. Every time the cord was inserted into the outlet, it sparked and shut down the breaker. There were no injuries to anyone. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated: h6 adverse-investigation findings (c): code 4248, h6 adverse-investigation conclusions (d): code 19.